Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported she was getting low readings then said the readings were no longer registering. Initially, the sensor was reading low and the patient did not have access to fingersticks for verification. No calibration was done. The patient ate a handful of popcorn. At 3:00 am and 4:00 am on (B)(6) 2025, her dexcom mobile app showed glucose level of 280 mg/dl (patient cannot recall exact time when readings came back after the sensor error). The patient woke up feeling unwell, experienced vomiting and intense chest pain, and believed she might be having a heart attack. At 6:00 am, she called 911 and her parents accompanied her to the hospital. When the paramedics arrived, she was believed to be experiencing dka. No fingersticks were taken when the paramedics arrived. On the way to the hospital, the paramedics gave the patient some fluids. Upon arrival at the hospital, dexcom continued to show 280 mg/dl, but a blood glucose test revealed a level of 540 mg/dl. Some tests were done and it was confirmed that the patient was diagnosed with diabetic ketoacidosis (dka). She was administered morphine for the chest pain, which was later identified as soreness. She also said that she given an insulin drip, and was admitted to the ICU for approximately 9¿10 hours until her blood glucose level stabilized at 130 mg/dl. The patient was confined for about 24 hours and was discharged on (B)(6). At the time of the call, she was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.